Event description:
It was reported that the patient went to the emergency room due to shortness of breath and was found to have exacerbation of heart failure. The device was reset to bi-ventricular pacing. During interrogation of the device, it was noted to be at elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Analysis of performance data collected from the device revealed that the elective replacement indicator was tripped on (B)(6) 2010.